Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced malfunction issues with an inflatable penile prosthesis (ipp). It was determined that there could be a potential leak or other issue with device. A surgical procedure was performed during which the existing device was explanted and replaced with a new ipp. There were no patient complications.